Manufacturer narrative:
Product complaint #: (B)(4). Batch # t5ah98. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Patient had low rectal cancer. Did the patient receive any preoperative chemotherapy or radiation? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? He is an experienced user, he manually placed the pin and checked by touch and also vision that the tissue was evenly within the jaws. Was the retaining pin placed manually or automatically? Manually was the device difficult to close? No was the distal transection completed in one or multiple firings? One can information be provided about staple form? Staple form on specimen was intact and correctly formed. It was the rectal stump which leaked. Was the leak test performed after the contour firing or after the circular stapler firing? After the contour firing and there was significant leaking. The surgeon observed holes which he attributed to staple line but may have been from earlier damage to tissues to. . They didn't proceed with circular stapler firing. The patient had to have an apr resection and permanent colostomy bag. What is the current status of the patient? Recovering form apr and sent home.

Event description:
It was reported that during a bowel procedure, experienced user, followed the IFU bar being very quick to squeeze the firing trigger however I did observe plastic to plastic. This was at the end of a very long and challenging case. The original plan was to use a lap echelon stapler to transect the rectum then use a cdhp circular stapler to anastomose the bowel giving the patient full continuity of function. Unfortunately the pelvis was extremely tight so the surgeon made decision to make small incision to introduce a contour stapler to transect the rectum which needed to be extremely low to pelvic floor. The surgeon had to place the contour with no direct vision, however under my advisement and his experience we checked the pin was properly placed and the stapler was in the correct position. Following 20 second pause the surgeon the fired the device, I observed that the surgeon seemed to pull the trigger very quickly and with no pause at full firing position however I do believe it was plastic to plastic. Upon removing the specimen the proximal staple line looked intact. However when they performed a leak test there were significant air bubbles observed indicating there was a significant leak or hole in the rectum. The rectal stump was too small to introduce another stapler and there was not enough space to suture. The surgeon indicated it was a leak from the contour staple line however it was unclear whether a separate hole had been made in the rectum. Unfortunately the decision was made to perform a full abdomo-perineal-resection which is a significant change in outcome for the patient and resulted in over 2 hours extra operating time. The surgeons wants the device checked to rule out whether there had been a malfunction.